Event description:
It was reported the device shut off during a power outage. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the device shut off was not confirmed through a log review. Laboratory testing observed no issues or anomalies. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pcu. The pm task test results show the suspect device completed successfully without any errors or malfunctions. Two (2) basic infusions were performed on the suspect pcu. The infusions were programmed for a duration of 12 hours. The infusions were completed successfully with no error or malfunctions. The error, event, and battery logs were retrieved from the suspect pcu module using alaris system maintenance (asm) to review programming and event details related to the alleged incident. The facility did not specify the date and time of the events. The review of error log showed no errors were recorded related to the reported event. The pcu battery log showed no anomalies in the charging process. The last activity was on (B)(6) 2026, when the pcu was powered on. The bd alaris¿ system with guardrails¿ suite mx v9.33 user manual stated that if the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The battery should be conditioned every 12 months by qualified service personnel. The battery should be replaced every 2 years by qualified service personnel. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause that the device shut off was not determined or replicated. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pcu during laboratory testing. Note that this report lists imdrf annex g04037, d15, a1801, c0601, a23, g02002, c0503, d09 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device shut off during a power outage. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned.